Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: a lotus introducer sheath was placed and then the native aortic valve was treated with a 27 mm lotus edge valve system, which was implanted successfully. Event summary: on the day of the index procedure, post transcatheter aortic heart valve replacement (tavr) procedure, the subject developed left bundle branch block. The event was treated medically. At the time of reporting the event was considered recovering. Three days post index procedure, the subject was discharged on clopidogrel.